Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The therapy connector assembly was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the device connector socket 3, the sternum had flattened contacts that don't make a solid contact to a test therapy cable. It was also observed that the device connector had a cracked locking hold fast at the socket 1 area.

Event description:
It was reported by the customer that at 12:30 pm on (B) (6) 2009, they responded to a pt. When they attempted to charge the device dashed lines appeared on the screen and the shock was not delivered. A second device was used without incident and there was no adverse affect on the pt due to this reported failure.